Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs could not confirm the reported ventilation stop due to a device malfunction. The reported problem could not be replicated. The investigation determined that the ventilation stop was due to the user manually stopping ventilation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and stopped ventilation. It was also reported that the pediatric patient desaturated. There was no serious patient injury reported as a result of this incident. The patient was manually ventilated and placed on another ventilator.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and stopped ventilation. It was also reported that the pediatric patient desaturated. There was no serious patient injury reported as a result of this incident. The patient was manually ventilated and placed on another ventilator.